Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
(B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Healthcare professional also reported "cystic foci and small fluid collection". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, g4, h6.

Event description:
Healthcare professional additionally reported right side "multiple pericapsular cystic foci are noted, possibly small fluid collection."